Event description:
A remstar auto a-flex pro device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted an error code 53: err_comp_log_sem_timeout then dust/dirt was also present inside the device, and the power connector was destroyed. The device was scrapped by the service center after the evaluation was completed.